Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the shaft tip was broken off. The stopcock was damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used or the device coming in contact with another device during use.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-3373-4001 sheath end has been sawed in half. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.